Manufacturer narrative:
A follow up call was made to the customer who stated they changed out set and blood sugars went down. Advised the customer to keep monitoring and call back if issue persists. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 33.0 mmol/l. The customer was treated for the high blood glucose with a bolus from the insulin pump. The customer was assisted with trouble shooting and was advised to monitor the insulin pump after a complete set change for any issues.